Event description:
It was reported that electrode broke during use. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: as the product has not been returned, a final determination of the root cause is not possible. By reviewing root causes of similar cases of the same product, it is most likely that the cutting loop got damaged by mechanical overload. The event is filed under internal karl storz complaint ID: (B)(4).